Manufacturer narrative:
One device was received for evaluation for the complaint that a medication overdose occurred. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The issue was not confirmed. The flow rate is within specifications. There was no incorrect dosing. The pump is functioning perfectly. Resolution of the reported issue was not confirmed by the technician, and the device will be submitted for functional and delivery testing.

Event description:
It was stated that a medication overdose occurred, with the root cause remaining unknown. There was no reported patient involvement.